Event description:
It was reported that during a procedure for implant of an implantable cardioverter defibrillator (ICD), damaged occurred to this right ventricular (rv) lead. The lead was subsequently replaced. No adverse patient effects were reported. This lead has not been returned for analysis.

Manufacturer narrative:
The product was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not yet received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.